Event description:
Related manufacturer report number: 2916596-2020-03896.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power event was confirmed via log file analysis. The heartmate mobile power unit (mpu) was not returned for analysis; however, a log file spanning approximately 4 days (B)(6) 2020 per timestamp) was submitted for review. On (B)(6) 2020 from 05:46:52 - 05:47:20 there were power cable disconnect and low voltage alarms that became a no external power alarm due a loss of ac power. It was reported that the home of the patient lost power. The backup battery provided power during this event and this event cleared when the patient connected both power leads to 14v battery power at 05:47:19 and 05:47:33. There were no other notable alarms in the log file. Pump operation was not affected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power alarms. Heartmate 3 IFU 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
During the review of the log files provided by the account, low power hazard, and no external power alarms were captured while the patient was connected to the mobile power unit (mpu).